Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The slide switch and spring on the index button were upgraded. The device was repaired and returned to the account.

Event description:
It was reported by the repair technician that the saw will not shut off unless the battery is removed. It is unk if there was pt involvement or adverse consequences due to the event.